Manufacturer narrative:
H3: one device was received. A visual inspection found no physical damage or defects on the device. During the functional testing, the customer reported problem was able to be confirmed through the power on test. The cause of the reported issue was found to be a faulty downstream occlusion (dso) sensor and dso bezel. The dso sensor, seal and bezel were replaced. The device was recently in for service on (B)(6) 2025 for preventative maintenance. This repair and the current complaint show no signs of relation.

Event description:
It was reported that the pump presented error 46440 and switched off. There was no patient involvement or harm.

Manufacturer narrative:
D3 - mfg establishment name- g1 - contact office establishment name corrected one device was returned for analysis. Functional and visual tests were performed and the reported issue was confirmed. The cause of the reported issue was due to the downstream occlusion sensor and bezel. As a result, the seal, sensor, and bezel were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.